Manufacturer narrative:
A steris service technician contacted the user facility and determined that the reported event may have been attributed to the processor not draining properly. The user facility could not determine if the diagnostic cycle subject of the reported event faulted causing the water to leak from the lid. Following the reported event cycles completed successfully. The system 1e was not under a steris service contract during the time of the reported event however, the user facility renewed a service agreement with steris and no further issues have been reported.

Event description:
The user facility reported that water was leaking from the lid of their system 1e. No injuries or procedural delays/cancellations were reported.